Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00960 and 2937094-2020-00961.

Event description:
It was reported that the tip of three fibers broke during a photoselective vaporization procedure of the prostate. It was further clarified that the fiber tip metal cap did not physically detach from the fiber. The procedure was continued and successfully completed utilizing a fourth fiber without complications to the patient. Device 1 of 3.